Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens upside down, and the lens was removed without any pt injury. The reporter indicated the incident was due to a loading error. The pt's current prognosis is good.

Manufacturer narrative:
Evaluation results (other): visual inspection of the returned product showed that a haptic plate was torn, and a piece of the haptic was torn off and missing. There was a clear surgical residue on the lens.